Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach, however, a second filter was not placed. Sometime following placement, the pt experienced discomfort. A CT scan and an x-ray were taken either the evening of placement or the following day. It is believed the filter is in the pt's abdomen. No surgical intervention resulted from this event and no further action has been planned. Another filter was successfully placed without pt complications. It was indicated a pre-placement cavogram was not performed prior to filter placement. The co's follow up could not confirm how this filter was placed in the pt's abdomen, however it was indicated no perforations in the venous system were noted. The co believes user technique contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."